Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got an insulin flow block alarm from the insulin pump. They were rewinding the insulin pump when the alarm occurred. Troubleshooting was performed. Insulin did not exit. They assembled a new infusion set with the current reservoir. Insulin exited the tubing. They were advised that there was a possible issue with the infusion set. The customer¿s blood glucose level was 493 mg/dl. They declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.